Event description:
Olympus was informed that during a total laparoscopic hysterectomy (tlh) procedure, the subject device was said to have displayed multiple short-circuit errors followed by a probe damage error, and the teflon pad was said to have been worn out. The intended procedure was said to have been completed with a different but similar device. There was no pt harm reported.

Manufacturer narrative:
The device referenced in this report was returned to olympus for eval. The eval could not replicate the short circuit error. However, the referenced device failed the probe check with an u509 error. The probe was visually inspected and there were no damages or visible fractures observed. There was tissue buildup noted on the jaw. The teflon pad was melted with dark/charred stain, and the center of the pad was slightly lifted. There was some restriction noted with the wiper movement due to tissue buildup. This report is being submitted as a medical device report in an abundance caution.